Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5211764) was returned for evaluation. An investigation was unable to be performed because the returned product would not be able to confirm the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient entered finger stick values during loss of signal. Additionally, the patient was taking medication containing acetaminophen. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).